Manufacturer narrative:
Corrected data: initial medwatch was to reflect an aware date. H3 of 2025-04-25 rather than 2025-04-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the mean gradient at screening was 37.1 millimeters of mercury (mmhg). The valve was implanted at 4 millimeter (mm) on left coronary cusp (lcc) and lower on the non -coronary cusp (ncc). Following the implant of the valve, the mean gradient was measured at 11mmhg. Approximately seven years following the implant of the valve, transthoracic echocardiogram (tte) showed trace paravalvular leak (pvl) and trace transvalvular aortic regurgitation (ar). It was noted that there was no thrombus, or leaflet thickening. No treatment was provided. No adverse patient effects were reported. Additional information received indicated that approximately 9 years and 10 months following the implant of this transcatheter aortic valve, the patient presented to the emergency room and reported increased shortness of breath for one day. Chest pain was denied but increased bilateral lower extremity swelling presented. The troponin was elevated secondary to demand ischemia, not from a myocardial infarction, but rather from congestive heart failure (chf). Acute on chronic chf was reported. During hospitalization an intravenous diuretic was administered. A transthoracic echocardiogram (tte) performed 2 days following presentation identified an ejection fraction (ef) of 45-50%. The ef by 2d biplane measured 44%. Moderate unspecified aortic regurgitation was identified. Pulmonary hypertension was present. The mitral valve was mildly stenotic with mild-moderate regurgitation. The tricuspid valve had mild-moderate regurgitation with a right ventricular systolic pressure of 45.0mmhg. The event resolved 7 days following presentation. The episode was reported as unrelated to the transcatheter valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that indicated the moderate unspecified aortic regurgitation that was identified two days following presentation, was mild to moderate central aortic regurgitation (ar). The eccentric central ar had two jets through the left ventricular outflow tract (lvot). One jet was directed towards mitral valve, the other was septally directed. There was no paravalvular leak (pvl). The previously mentioned diuretics was noted as treatment for the ar. Transesophageal echocardiogram (tee) performed approximately ten years and one month following the implant of the valve, showed moderate to severe tricuspid regurgitation that was likely related to valve impingement. Due to improved symptoms and not wanting to modify the previously implanted permanent pacemaker, intervention was not necessary. The patient¿s weight was reported as stable on follow-up appointments with improved shortness of breath (sob) and dyspnea on exertion (doe). Empagliflozin was prescribed.